Manufacturer narrative:
(B)(4). The sample was discarded by the patient, therefore device evaluation cannot be performed. The patient was able to provide the lot information. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was performed with no issues or exceptions noted during the manufacturing process. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 5. (B)(4) had the patient cycle power twice to clear the error to the "press go to start" prompt. (B)(4) advised the patient to start over with new supplies. The patient elected to finish with manuals and contact their nurse in the morning. Product surveillance contacted the patient who explained they were unsure as to how the air got into the lines. The patient did not notice anything unusual about the supplies. The patient was able to provide the lot information and stated that they notified their nurse. The patient was able to continue therapy successfully. No injury or medical intervention was reported.